Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of seven reports (3007042319-2015-01296, 3007042319-2015-01297, 3007042319-2015-01298, 3007042319-2015- 01299,3007042319-2015-01300, 3007042319-2015-01301 and 3007042319-2015-01302) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. This is one of seven reports (3007042319-2015-01296, 3007042319-2015-01297, 3007042319-2015-01298, 3007042319-2015-01299,3007042319-2015-01300, 3007042319-2015-01301 and 3007042319-2015-01302) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the vad nurse that the patient has experienced all batteries switching on both ports. The controller and all batteries were exchanged and there were no effects to the patient reported. This is report 4 of 7.